Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, low reservoir alarm, unexpected excessive no delivery alarms, or displacement anomalies noted. No ramping numbers noted on the display. The motor was tested outside the device and passed. The insulin pump was monitored and tested with no low battery alert noted. No moisture damage noted on the electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Unable to confirm broken belt clip complaint due to the belt clip was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 170 mg/dl. The customer stated that they experienced low readings in the night. The customer stated that insulin squirted out during manual prime. The customer stated that the time advanced. The product was returned for analysis.